Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and no insulin was observed exiting the cartridge. Customer reported having difficulty removing the air from the cartridge during the loading step. Customer declined cts's offer for additional instruction on how to remove the air.